Manufacturer narrative:
Product event summary: analysis found the stylus connector was broken.

Event description:
It was reported the programmer was slow and needed a swap. The programmer was returned to the manufacturer for service, analyzed and tested out of specification. No patient complications have been reported as a result of this event.